Event description:
It was reported that the device was used during a laparoscopic supracervical hysterectomy. After the initial firing of the device, there were issues with opening the device. The device was locked on tissue and the tissue had to be transected with scissors, cautery and clips. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 05/07/2007.